Manufacturer narrative:
This report is against the centrimag motor. The event was also reported against the centrimag console in MFR. Report #2916596-2019-01415. Section f9: approximate age of device- 10 months, 8 days manufacturer's investigation conclusion: the report of set pump speed not reached:m5 and system alert:s3 alerts as well as "flows not reading on the console" was confirmed through the analysis of a data log file retrieved from a 2nd gen primary console associated with this event. Per the log file, on (B)(6) 2019 the console was supporting the system at a speed of ~3900rpm and a flow of ~4lpm. At approximately 3:16am on (B)(6), 2019 the log file captured an activated system alert:s3 as a result of active sf_ifd_shutdown_detected and multiple voltage sub-faults. After this event, speed dropped to ~3200rpm and flow became blank at 0lpm. During this time the console would display a flow reading of "--.--". Soon after the console alarmed with a set pump speed not reached:m5 alert, consistent with reported information. Attempts to adjust pump speed were initially unsuccessful, until speed was set to 2000rpm, and then adjusted to 3000rpm. Flow remained at 0lpm until the console was powered down. Although no flow was logged the motor was still operating the pump and flow would have been available. Due to the captured voltage sub-faults, the console's internal flow board would not have logged flow values until the console was power-cycled. The returned centrimag motor was visually inspected and found to be in unremarkable condition. Continuity and insulation testing of the motor's cable did not reveal any issues. The motor was connected to a test console, pump, and mock circulatory loop and supported the pump at the set speed without any issues. The reported event was not reproduced during testing. However, reports of similar events have been documented and corrective action (CAPA) has been initiated to investigate the issue. The investigation has determined that this event was caused by a motor related issue. Final disposition of the motors will be determined by the CAPA. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported event was the result of a software design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
Patient was started on extracorporeal membrane oxygenation (ECMO) on (B)(6) 2019. Console was changed out and returned. Patient was bridged to heartmate 3 left ventricular assist device (lvad).

Manufacturer narrative:
Not provided. Approximate age of device - unknown since date of implant and patient info is requested and not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported on (B)(6) 2019 that the pump made a rattling sound and flows were not reading on the console. However, the nursing staff did visually note movement of blood through the oxygenator. The alarms that occurred were m5 set pump speed not reached and s3 system alert. Emergent pump change out was successful and the patient remains stable on ECMO.